Event description:
It was reported that the subject arrived in the cardiac catheterization lab in cardiogenic shock and hemodynamically unstable. The graftmaster stent was used to treat a perforation that occurred in the lima-left anterior descending (lad) graft with the use of a non-abbott device. The subject was on vasopressors and receiving cardiopulmonary resuscitation (CPR); balloon angioplasty resulted in some flow in the lad and a contained vessel perforation. The graftmaster stent was placed across the perforation site so the perforation would not confound the current clinical status. After a prolonged resuscitation, despite the balloon pump and a permanent pacer, as well as the angioplasty, the subject had no pulse or hemodynamic activity and died. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. A specific cause for the reported event and the relationship to the device could not be determined, however, there was no reported product deficiency. The reported death and cardiac arrest are known adverse patient events as listed in the graftmaster instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.